Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Returned product consisted of the rotalink advancer device. The brake button and advancer were microscopically and visually inspected. The advancer knob was received tightened in a backward position. When visually inspected, it was noticed that the brake button was not present in the advancer housing when received. The housing was opened to check for the brake and it was lying inside the advancer broken. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that brake defeat button was damaged. The target lesion was located in the coronary artery. A rotalink¿ advancer was selected to be used. During procedure, it was noted that the brake defeat button was damaged and the rotawire could not move in and out. The procedure was completed with another of the same device. No patient complications reported and the patients' status was stable.